Manufacturer narrative:
The device was manufactured from march 24, 2020 - march 25, 2020. The actual device was received for evaluation. The device was returned containing approximately 110 ml of fluid in the bladder. Visual inspection via the naked eye noted evidence of a leak/backflow at the fillport when the fillport cap was removed. Further examination on the unit revealed the cause of the leak/backflow condition was due to a particle measured to be 1.00 square mm in size, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. The reported condition was confirmed. The most probable cause of the acrylic fragment lodged under the checkband is a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the fill port during filling. There was no patient involvement. No additional information is available.